Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their son was hospitalized and due to diabetic ketoacidosis and high blood glucose was 567 mg/dl on (B)(6) 2019. The customer¿s blood glucose level was 567 mg/dl at the time of incident. The customer was treated with intravenous and bolus. The customer reported that they received motor error. Customer reported that they were able to successfully clear the alarm. It was reported that the customer was unable to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.